Event description:
Customer reported the physician placed the bronchial tube, then connected the double swivel which broke when connecting to the bronchial tube. The patient was re-intubated. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The customer returned only the bronchial swivel valve assembly for investigation. This component is an accessory for unit 5-16035 et tube , sher-I-bronch, ls, 35 fr. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the blue transparent connector on the bronchial swivel valve was broken off from the assembly. The molded plastic component was also broken off and was detached from the blue bronchial swivel valve tubing. The swivel valve is a component purchased from a supplier. The reported complaint of "double swivel broke during use" is confirmed based on the sample received. Only the bronchial swivel valve assembly was returned. The blue transparent connector on the bronchial swivel valve was broken off from the assembly. The molded plastic component was also broken off and was detached from the blue bronchial swivel valve tubing. The swivel valve is a component purchased from a supplier. A non-conformance was opened to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production; the samples were visually inspected and issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the physician placed the bronchial tube, then connected the double swivel which broke when connecting to the bronchial tube. The patient was re-intubated. No patient harm or injury reported.